Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the implantable cardioverter defibrillator (ICD) was not working properly. The patient¿s spouse indicated that the device did not deliver shock therapy when needed. The patient had to be shocked ¿back in¿. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.